Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and crohn's disease ('chrohns colitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced crohn's disease (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (get some of her intestine out and hysterectomy). Essure was removed. At the time of the report, the medical device removal, crohn's disease and ovarian cyst outcome was unknown. The reporter considered crohn's disease, medical device removal and ovarian cyst to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal, ovarian cyst and crohn's disease ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and crohn's disease ('chrohns colitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced crohn's disease (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (get some of her intestine out and hysterectomy). Essure was removed. At the time of the report, the medical device removal, crohn's disease and ovarian cyst outcome was unknown. The reporter considered crohn's disease, medical device removal and ovarian cyst to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal, ovarian cyst and crohn's disease ¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.